Event description:
It was reported that during the implant procedure the lead helix was extended and adhered to the myocardium but a large gap was visible on the helix mechanism when the two edges should completely closed on each other. It was noted that the physician turned the helix deployment fifteen times. Fluoroscopy showed the helix mechanism would not join together as it normally would when helix deployed. The lead also had consistently high impedances. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.